Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented with a diagnostics anomaly. No further information was available.

Event description:
New information received on 18 dec 2019, indicates that the asymptomatic patient presented in clinic with a device that exhibited right ventricular over-sensing on the secure sense channel. No resolution was reported